Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing not delivered when required and undersensing. It was identified that the lead came out of the coronary sinus after the pocket was closed and was confirmed thru x-ray imaging. Hence, the physician explanted the lead and implanted a new one successfully. The lv lead was never in service and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.